Event description:
It was reported that a left shoulder revision was performed approximately four-and-a-half months post-op. The original case was a hemi-arthroplasty. The humeral head was rotated into 85% retroversion and the patient's rotator cuff had failed. The patient had a large osteophyte on the lesser tuberosity which was rotating on the glenoid. The original head and stem were removed; the case was completed successfully with a competitor's total shoulder arthroplasty device. Patient bone quality was reported as poor. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Event description:
The humeral head was rotated into 85 degrees of retroversion.

Manufacturer narrative:
The device was requested for evaluation but was discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore device history record review could not be performed. As reported, the most likely cause(s) of this event was the humeral head had rotated into the wrong offset position and/or was placed in the wrong position at the time of implantation. Per device directions for use, the screws to lock the inclination and the trunnion must be tightened using the arthrex-supplied torque driver. Failure to achieve the appropriate torque requirements when tightening locking screws may result in the premature loosening of the device.the investigation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
The most likely cause(s) of this type of event would be not fully impacting the device at the time of implantation or implanting the device in the incorrect retroversion. The previously-submitted statement of "per device directions for use, the screws to lock the inclination and the trunnion must be tightened using the arthrex-supplied torque driver. Failure to achieve the appropriate torque requirements when tightening locking screws may result in the premature loosening of the device" is not applicable to this reported event.